Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date due to diabetes ketoacidosis with high blood glucose of 1400 mg/dl. The customer was in hospital for about 7 days. The customer also stated that, the insulin pump was not working more. The device is not expected to be returned for analysis.